Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding not draining completely, which occurred on the homechoice (hc) during use during initial drain. The patient stated he was not draining completely in initial drain and that he has to do manual drains to make sure he drains. The patient stated he only drains about 15ml in the initial drain. The technical service representative (tsr) asked the patient if the hc was on. The patient stated yes. The tsr had the patient press stop. The tsr reviewed the initial drain alarm and it equaled 0ml. The tsr reviewed the therapy settings. The therapy was high dose tidal, with a total volume of 15000ml, one day fill, a day fill volume of 2000ml, a night total time of 10:00, a night fill volume of 2500ml, a night tidal volume of 95%, a total ultrafiltration (uf) of 200ml, a last fill volume of 2500ml, a dextrose setting of same, full drains every 3 cycles, weight units in kilograms, patient weight of (B)(6), number of night cycles equaled 4, and initial drain alarm equaled 0ml. The tsr explained why the hc only drains a little bit of solution for the initial drain and explained there may be an issue with the catheter. The tsr asked patient if he had seen any fibrin. The patient stated he has seen fibrin before but he used heparin and has not seen it since. The tsr recommended the patient review the initial drain alarm setting with the registered nurse (rn) and stated that the rn might be able to explain why the initial drain alarm equaled 0ml. The tsr stated the rn might change the setting if needed. The patient stated he feels like he can explode sometimes and feels full. The patient stated he drained out 4l before. The patient's largest prescribed fill volume (lpfv) equaled 2500ml. This met the criteria for increased intra-peritoneal volume (iipv) (defined as a drain volume of more than 160% of the lpfv). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on 09 feb 2012, regarding the report of the patient draining over 4l on an unknown date. The rn was not aware of this event. The rn stated the patient was currently performing hemodialysis due to a hernia repair. Product surveillance asked the rn if the hernia was related to the patient's peritoneal dialysis and the rn stated no, the hernia was due to a weakness in the muscle. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.